Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Additional information was received that the patient underwent a revision procedure. X-ray was taken and showed that part of one of the leads had been cut, severed, broken and had migrated to the cervical spine. The patient was doing well. The returned devices were not returned to bsn.

Event description:
A report was received that the patient had issues charging his ipg and was having strong pulsating shocks when ipg turned on. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. X-ray was taken and showed that part of one of the leads had been cut, severed, broken and had migrated to the cervical spine. The patient was doing well. The returned devices were not returned to bsn.

Event description:
A report was received that the patient had issues charging his ipg and was having strong pulsating shocks when ipg turned on. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had issues charging his ipg and was having strong pulsating shocks when ipg turned on. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had issues charging his ipg and was having strong pulsating shocks when ipg turned on. The patient will undergo a pocket revision procedure.